Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision, terrible halos, decreased distance vision. The iol was exchanged for another company lens 1 year 3 months 4 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Corrected information was provided in d.1., d.2. And d.4. Additional information was provided d.9., h.3., h.6. And h.11. The lens was returned in a plastic bag on a surgical sponge. Blood and solution was dried on the lens. The lens is cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens was subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the extensive optic damage. Information was provided that the company lens 0 21.0 diopter add power +2.2 and 3.2 lens model was replaced with a non-alcon 22.0 diopter lens. The exchange for a 1.0 higher diopter difference lens may suggest that the replacement lens was an improved choice for the patient's vision needs. No additional information has been provided at this time. The file will be reopened and updated if new information is received. The manufacturer internal reference number is: (B)(4).